Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad was locked when the user attempted to enter the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump powered on; however, the display screen remained blank. The responsiveness of the keypad buttons could not be tested due to the blank screen. No damage was found to the keypad cover or pump casing. The keypad cover was removed, and no contamination or damage was found to the button contacts. The pump case was removed, and evidence of moisture damage to internal components was found.